Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed a posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank but did not engage with the posterior cuff and remained undisturbed. This is consistent with the posterior needle being deflected away from posterior foot during needle deployment instead of engaged with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. Contributing factors for needle deflection that resulted in the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. However, the needle trajectory of every device is verified during manufacturing. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation to suggest incorrect technique, based on the successful test of the devices needle trajectory, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment. This is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A query of the complaint database for this lot based on actual investigation findings revealed no other incident that exhibited the posterior cuff miss as this incident. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to the reported complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after device removal the sutures were no captured. A second proglide device was used to achieve hemostasis. A 7fr sheath was used to introduce the device into the artery. There was no reported clinically significant delay in the entire procedure. The physician is reported to be training in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.